Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting the pump, the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support if the issue happened again.